Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a bad ECG signal. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There was no issue found with the ECG signal, but the unit failed the drive manifold test. The fse replaced the drive manifold assembly (0104-00-0031). The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer.